Event description:
The customer reported that the device failed to charge defib therapy energy. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The philips field service engineer (fse) confirmed the symptom. The customer chose not to repair the device and to scrap the device. This device has been out of support life since (B)(6) 2006. Parts and service are no longer available for this device. Based on the customer's report we will consider this to have been a malfunction. The device can no longer be repaired and the specific cause of the malfunction can not be determined.